Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they had a bad fall and since then their symptom control has become worse. Caller added that their urine starts to come out and they can't make it to the bathroom in time. Caller said they usually can make it even with the device but now it's just worse like ever since they were in the hospital. Patient was discharged from the hospital on (B)(6). When asked, patient has made some adjustments since was discharged however hasn't noticed any improvement. Agent reviewed therapy information and general programming guidance with the caller. Patient to maintain stimulation setting until finishes antibiotic and said will then will consult with their managing physician he patient was redirected to their healthcare provider to further address the issue. Patient mentioned that due to their fall did have imaging: CT scan and MRI performed and will check with managing physician for implant would like to review to check placement of implanted system.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.